Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm was received and during the loading sequence, the cartridge septum was damaged. Customer continued to use the cartridge. Customer's blood glucose was elevated (value not provided). Customer declined tandem technical support's offer to troubleshoot and declined to provide further information.